Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure after the lp was positioned, the lp prematurely separated from the catheter. The lp was left implanted and the procedure was completed successfully. After the procedure, the physician was not able to align the tethers. There were no patient consequences.